Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was producing metal shavings. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was producing metal shavings. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The comment of metal shavings found in service was confirmed. Upon disassembly, it was noted that there were metal shavings in the collet & kerf. The device was repaired and returned to the customer.